Event description:
It was reported that the patient¿s device was removed because ¿it did not do a good job¿ since it was implanted and also because the patient needed an MRI. It was noted that 4 tiny leads were left behind during the explant but the reporter did not know how long the pieces were. The following day it was reported that the lead was damaged during the explant procedure. Fragments of the lead, specifically 4 electrodes, were left behind. The device was explanted because it was ¿not really working¿. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3093-28, lot# v175569, implanted: 2009-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-28, lot# v175569, implanted: 2009-(B)(6), (B)(4).

Manufacturer narrative:
Concomitant product: product ID: 3093-28, lot# v175569, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that no diagnostics were performed on the device prior to removal. It was noted that even when "right at the remaining lead," it could not be pulled out intact and required en bloc dissection of soft tissue surrounding it. Additional review indicated the information that was previously reported under manufacturer's report # 3004209178-2013-17588 pertains to the event reported under this manufacturer's report number. Any additional information related to this event will be reported under this manufacturer's report number.